Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burn on the plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that this event occurred because the high-frequency instrument was used without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [(B)(6)] exhibited [(B)(6)]. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: b5, g4, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt tip cover. There was no patient involvement.